Event description:
Stent dislodged in the last diagonal branch. The lesion was de novo, heavily calcified. The product was retrieved with snare. There was no patient injury. The product will be returned.